Manufacturer narrative:
Product ID 8784, serial# (B)(4), implanted: 2015 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced poorly controlled tones/increased spasticity. The cause of the catheter issue was unknown. The catheter issue was identified by performing a catheter dye study, side access port "tap" and pump exploration. The patient's outcome was stated as unknown. The onset of the event was noted as (B)(6) 2015. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Event description:
It was reported that the catheter was suspected to have been kinked because, it was not giving the patient optimal therapy. The healthcare provider (hcp) did not know the cause, but he just replaced to entire catheter to be safe. It was hard to determine where the catheter was kinked or clogged, if it even was. Prior to the catheter issue, the patient was receiving 2000mcg/day. It was hard to tell if the patient was receiving that in the prior weeks, so the hcp decreased the dose to 400mcg post-surgery. The concentration prior and post-surgery was 2000mcg/ml. The reporter had not further details about how the hcp determined that there may have possibly been a catheter kink or clog. The device system was used to deliver gablofen. Specific patient symptoms, confirmed cause of the event, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.